Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 37 or pump error 82 alarm noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 236 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the pump error alarms and able to rewind the insulin pump. Customer performed displacement test and it was failed. The customer was advised that the insulin pump required to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.